Manufacturer narrative:
An event of cerebral infarction and intracranial bleeding was reported. Also reported a deformation of stent graft with a dissection cavity extending from the ascending to the abdominal aorta, with bleeding around the area observed. Reportedly, the patient expired. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the available information and medical review, the patient death was attributed to bleeding due to aortic dissection. No new hazards or harms were identified that would alter the current benefit¿risk profile. Additionally, there was no evidence of a product issue or concerns regarding the device¿s labeling or design. Therefore, no remedial action is required at this time. There is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This complaint consists of tht registry data from japan. The data did not contain product part number, lot number, unique device identifier (UDI). As the information was obtained through the registry, no further details can be acquired related to this event. It was reported through the tht registry from japan that on (B)(6) 2025, a 27mm navitor vision valve was implanted. On (B)(6) 2025, the patient experienced a cerebral infarction. On (B)(6) 2025, the patient fell and sustained a head contusion. The following day, intracranial bleeding was observed. On (B)(6) 2025, a deformed stent graft was and a dissection cavity extending from the ascending aorta to the abdominal aorta, with bleeding around the area was observed. The patient expired.